Event description:
It was reported that the pace/sense right ventricular (rv) lead was not capturing. The lead was capped and the pace/sense portion of an existing high voltage lead was uncapped and connected to the device and all measurements were good. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.